Manufacturer narrative:
There has been no allegation of a product failure against the device. The implant was removed as a precaution to rule out the possible causes of the symptoms and discomfort that the patient was exhibiting when they entered the dental office.

Event description:
The doctor reported that the patient presents for examine. The patient reports when she went to another physician's office for impressions for crowns prior to going to denver. When she was in denver, she developed swelling of the l peri-orbital region. The patient states she had forehead botox injections 1 week prior to her visiting the office on (B)(6) 2017. She called her dermatologist and she subsequently went to the ER. An exam was done and patient was placed on augmentin x 1 week two days prior to her office visit on (B)(6). She presents in the office on (B)(6), now with some discomfort in what she thinks is around the back implant tooth # 15. She continues to have proptosis l orbit with upper lid edema. No visual changes per patient - extraocular movements intact. Some tenderness in vestibule of area #15 implant. The doctor decided to open and torque test implant to determine cause. A 2% xylocaine was given in the area then the implant cover screw was removed and reverse torque challenge at 35ncm. No movement however decision based on symptoms to remove and eliminate cause. The implant was removed at 65ncm torque with some osseointegration noted. No purulence on removing the implant - small 2mm sinus communication, but no purulence. The site was suctioned and placed helistat and closed 3-0 gut. Cbct shows l sinus completely clear with no abnormality.

Manufacturer narrative:
One tapered certain implant was returned for inspection. However, the item was misplaced in house before an inspection could be performed. If the item is found, the investigation will be re-opened and a supplemental medwatch will be submitted. The complaint is non-verifiable. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015. Contraindications: placement of dental implants may be precluded by both patient conditions that are contraindications for surgery as well as hypersensitivity to commercially pure titanium or titanium alloy (including vanadium, aluminum, and calcium phosphate). Biomet 3i dental implants should not be placed in patients where the remaining jaw bone is too diminished to provide adequate implant stability. Warnings excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability. Physiological and anatomical conditions may affect the performance of dental implants. Mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage to the implant, driver, or osteotomy. For short implants, clinicians should closely monitor patients for any of the following conditions: peri-implant bone loss, changes to the implant¿s response to percussion or radiographic changes in bone-to-implant contact along the implant¿s length. If the implant shows mobility or greater than 50% bone loss, the implant should be evaluated for possible removal. If a clinician chooses a short implant, then the clinician should consider a two-stage surgical approach, splinting a short implant to an additional implant, and placement of the widest possible fixture. In addition, the clinician should allow longer periods for osseointegration and avoid immediate loading. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening ingestion, aspiration and/or swallowing. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4 mm diameter not be placed in the posterior regions. Potential adverse events potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Risks associated with the reported event are highlighted in the risk management files dfmea, project number 812: nanotite, nanotite xp, nanotite tapered certain & nanotite tapered implants: minor diameter of the external thread of implant is too large. Inadequate implant cutting features. Implant to osteotomy mismatch (length, od, profile). Incorrect surgical protocol specified. Incorrect assessment of the patient bone quality. Incorrect placement orientation of the implant into osteotomy. Protocol not followed. .